Manufacturer narrative:
Pt info: information unknown/not provided. (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) was not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when implanting an intraocular lens (iol), the reporting surgeon found that its lead haptic had been torn on (B)(6) 2021, during operation. The iol was explanted in a secondary surgical procedure and replaced with another lens. Additional information received confirmed that the lead haptic was detached . There was no patient injury reported. The postoperative visual acuity after the lens was explanted was reported to be good and the patient is very satisfied. There was no patient injury reported. No further information was provided.